Event description:
It was reported that during generator revision surgery, an interrupted systems diagnostic test occurred resulting in the patient being programmed to 01/20/500/30/60. The nurse practitioner did not perform a final interrogation and did not notice the setting change. The change in settings resulted in the patient vomiting, gagging and having nausea with stimulation. The patient followed up with the nurse practitioner who then noted the setting change. The nurse practitioner programmed the device off and the issues resolved. Good faith attempts to obtain a copy of the programming history to verify the interrupted systems test are current being made.